Event description:
It has been reported to philips that motorized movements of the c-arm and some table movements were not available after turning on the allura system. Messages were prompted to the user to inform about the movements being unavailable. Restarting the system did not resolve the issue. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to the additional information collected, the system was not in clincial use when the issue was identified. A philips service engineer inspected the system on site and identified that the geometry pc was not starting up. The geometry pc was replaced and the system was returned to use in good working order. As explained in the instructions for use: "if any part of the allura xper fd series is known (or suspected) to be defective or wrongly adjusted, do not use the allura xper fd series until a repair has been made." Corrected data: codes updated as per the investigation outcome.